Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low out of range shocking impedance for this patient's right ventricular (rv) lead. The patient was shopping near an electronic door the day the alert came through, it is unknown if that may have caused this out of range reading. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.